Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during incoming inspection at the distributor warehouse a pulsavac device showed battery corrosion and the sterile package contained black debris. There was no report of harm or injury as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. The device was returned sealed within the sterile packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Further inspection of the battery pack found the exterior was warped. The battery wiring and terminals were damaged. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.